Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that part broke off during inserting screws in plate. The surgery was prolonged about 5 mins. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (part number 04.503.105.01c, lot number unknown, ti matrixneuro screw self-drilling 5mm). The visual inspection has shown that the screw head is broken off as complained, the screw shaft was not returned. The dimensions of the returned screw cannot be verified since the complete device was not received. The returned associated plate is bent but does not present further damage. The corresponding technique guide refers to some potential complications as follows: these devices can break during use when subjected to excessive forces or outside the recommended surgical technique. Care should be taken not to over-tighten the screw as well as pre-drilling is recommended in dense bone using 5mm screws. The type and extent of damage to the screw indicates that the complaint issue was likely caused by incorrect technique. Without a lot number, the manufacturing records could not be investigated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.